Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and insulin pump would not rewind completely. The customer¿s blood glucose was unknown at the time of the incident. The customer states reservoir leaked insulin onto the insulin pump. Customer states that the incident happened earlier this month but the insulin pump did not show any alarms and passed self test. Customer was assisted in doing another self test and insulin pump passed. Insulin pump would still not rewind completely. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was tested with no rewind anomaly and sensor alarm noted. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.